Event description:
Customer reported frequent "gas loss" alarm on the iabp and when the pump was restarted after alarm by pressing the start key, 40% of the time the pump would alarm autofill failure and then operator would push the iab fill key and the pump would autofill without issue and resume pumping until the next alarm. The pump was swapped to a 2nd iabp which had issue as well "fiber optic sensor not detected" - fiber optic balloon was plugged into pump but the machine would not recognize the fiber sensor and on screen read " no transducer." Pressure cable was not attached to the pump - cable was disconnected and reconnected with no resolution of problem. Advised by a company representative, the customer transferred the patient to the first iabp and therapy was continued. The iabp alarmed "gas loss" but the customer decreased the augmentation and therapy was continued without issues. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the patient interface module (p/n 0997-00-0582) for iabp (pump 1) (B)(4), performed calibration check, and tested the iabp to factory specification. It functioned normally and was returned to the customer. The company representative observed that the fiber optic was disconnected at input connector behind pneumatic interface module for iabp (pump 2) (B)(4). He reconnected it; the iabp was tested to factory specification. It functioned normally and was returned to the customer. Note: the other pump (serial number (B)(4)) listed for this event is on MDR # 2249723-2014-00528. (B)(4).